Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a arteriotomy closure of a common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, when the needle plunger was removed a cuff miss had occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No clinically significant delay in the procedure was reported. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the anterior cuff-to-needle tip detachment occurred while retracting the needle plunger to retrieve the suture as evidenced by the damaged anterior cuff tabs. Cuff-to-needle tip detachment would result in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. The cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors for the anterior cuff-to-needle tip detachment during the suture retrieval process include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. However, the suture and link were returned intact. There was no indication that the suture or link was dragged through the device or suture bearing while retracting the needle plunger, which could have contributed to cuff-to-needle tip detachment. Also, there was no indication that the anterior cuff was caught in the suture knot, which could cause the cuff to detach from the needle tip. During testing, the plunger was inserted and retracted successfully without any observable resistance. Every cuff is inspected and tested for proper assembly during manufacturing. There were no challenging anatomical conditions reported, which could have caused the anterior cuff to detach from the needle tip. There was no information reported or definitive evidence in the evaluation of the device to suggest that the plunger was abruptly pulled out of the device after needle deployment, which could have contributed to an anterior cuff-to-needle tip detachment. Based on the reported information and the investigation findings, the probable cause for the anterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no indication of a lot specific product quality deficiency.